Manufacturer narrative:
Correction information: g6: follow up #1; h2: if follow-up, what type?; h3: device evaluated by manufacture; h6: coding changed, based on the investigation result. Additional information: h4: device manufacture date. Evaluation summary: this device has been repaired. The cmos chip replaced .

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable. Model ec34-i10cl-us is available in the USA with a 510k number k190805.

Event description:
Loosing image by angulation. This event occurred at the time of during inspection. There was no report of patient harm.